Manufacturer narrative:
Physio-control evaluated the customer's device and found the on/off button would not activate. Both power buttons measured excessive resistance, and process residue was visually observed between the dome and the gold trace. The main keypad was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue is the main keypad.

Event description:
The customer contacted physio-control to report that the on/off button of their device was difficult to activate. There was no patient use reported with the event. Physio-control evaluated the device and found the on/off button was inoperable. In this state the device would be inoperable and defibrillation therapy would not be available if needed

Event description:
The customer contacted physio-control to report that the on/off button of their device was difficult to activate. There was no patient use reported with the event. Physio-control evaluated the device and found the on/off button was inoperable. In this state the device would be inoperable and defibrillation therapy would not be available if needed.

Manufacturer narrative:
Based on the available information, physio-control determined that the cause of the reported issue was due to the process residue/contamination on the main keypad assembly.